Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided by the site for evaluation. The following was noted crimped valve frame canted and distorted, crimped valve appeared diving into flex tip, expanded valve appears to be canted/deformed. The frame damage was confirmed based on provided image. A review of the DHR did not provide any indication that a manufacturing non conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. If valve alignment was performed in a tortuous vasculature (non straight section), this could have caused the valve to become unseated (non coaxial placement of valve in relation to the flex tip) and dive into the flex tip, which is observed in the visual inspection section. The high force between the valve frame outflow side and the delivery system flex tip during valve alignment, could have consequentially led the frame damage at the outflow side. As such, available information suggests that procedural factors (excessive device manipulation, valve alignment difficulty) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in china, regarding a 20mm sapien 3 valve in aortic position by transfemoral approach, no problems were detected during or after crimping. The 20mm commander deliver system was introduced through the 14f esheath with no more resistance than usual. During the alignment process, it was observed that the valve stent was skewed and asymmetric. The valve was then removed through the sheath. A new 20mm sapien 3 valve was prepared and successfully implanted. The patient did not suffer any injury and was noted as to be returned to the hospital ward without complications.